Manufacturer narrative:
H3: product analysis #707045393:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The rebar 18 catheter was not returned with the solitaire fr 4-20 stent device. Damaged location details: the finger markers were examined inside the introducer sheath, and all the finger markers were aligned correctly, with no damages noted. No damage was found on the introducer sheath. The solitaire fr 4-20 stent working length and non-working length were in good condition. No irregularities were found outside the proximal marker, and the marker coil was in good condition. The pushwire was kinked at 7.0cm to 10.0cm from the distal tip. Testing/analysis: the solitaire fr 4-20 stent device was easily pushed out of the introducer sheath. Due to its damaged condition, the returned solitaire fr 4-20 stent device cannot be used for resistance testing. Conclusion: the customer's complaint was confirmed based on the reported information and device analysis. The solitaire fr 4-20 stent device was observed to have a kinked pushwire. The damage likely occurred when the customer attempted to advance the device through the catheter against resistance. The root cause could not be determined, but possible causes include an incompatible/damaged catheter, moderate vessel tortuosity, and a lack of continuous flush with heparinized saline during the procedure. In this event, the reported rebar 18 catheter is compatible with the solitaire fr 4-20 stent device as it has an inner diameter (ID) of 0.021¿. Therefore, an incompatible catheter is ruled out as a possible cause of resistance failure. The damaged catheter, moderate vessel tortuosity, and a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance failure. Since the reported rebar 18 catheter was not returned, any contribution to the reported failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire experienced resistance in the proximal part of the rebar 18 microcatheter and became kinked. The patient was undergoing treatment for an ischemic stroke located in the middle cerebral artery. The patient's baseline mrs, nihss, and tici scores were 4, 15, and 0 respectively. Post procedure these were 2, 2, and 3 respectively. IV tpa was contraindicated. One pass was made with the solitaire. The patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 6 hours. The access vessel was the femoral artery. It was reported that they guided the react 68 catheter close to the occluded segment and then used a syringe to aspirate at the 68 proximal end, but no thrombus wasextracted. The surgeon changed strategy and tried to use the guidewire to pass through the occluded segment, then guided rebar 18 microcatheter to pass, withdrew the guidewire, and pushed the solitaire stent upward. They found resistance after pushing it, and the assistant said that the resistance was not large, so they continued to push it. After a while, they found that the pushing resistance was very large, so they tried but felt the stent stuck, so they withdrew the y valve and withdrew the stent. Inspection found that the stent was kinked near the proximal welding point. The solitaire was replaced, and the operation was completed smoothly. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an avigo guidewire, react 68 catheter, and 8f puncture sheath.